Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via email that customer had high blood glucose over 200 mg/dl and one low blood glucose while sleeping. The customer has adhd. The paramedics were called on (B)(6) 2015 for the customer. The hospital stated that the customer had manipulated the times on the insulin pump and were handling the customer as a suicide patient when the customer's parent stated that the insulin pump was doing it on its own. The customer was in a mental hospital due to not properly managing diabetes.